Event description:
It was reported that during the trial period, the patient had pulled the trial wires out within 2 days by ¿squirming around the bed.¿ it was noted that this had occurred last month.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).